Event description:
It was reported that patient underwent knee procedure 2008. During procedure, the im rod would not pass through the im guide. Surgeon used extra medullar to complete the procedure. Approximate thirty (30) minute delay in the procedure was experienced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. There have been no trends identified related to this type of event. Date of event: 2008. Assessment of initial information provided did not determine event to be reportable. Additional information was received january 7, 2009 and reported that a delay in the procedure occurred, which changed the assessment and event was determined to be reportable.